Manufacturer narrative:
Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo med. Ab ltd (under registration (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hosp equipment ab and any medwatch reports will be submitted under registration # (B)(4). Add'l info will be provided upon conclusion of the manufacturer's investigation.

Event description:
Facility dns stated that the cnas had attached the sling clips to the marisa. They were using a "new sling" that was "stiff compared to the old ones they had been using," and the clip "slipped off of the lift" during a pt transfer. The dns identified that the cnas "had not secured the clip on the lift." The pt suffered a laceration to the head that required stitches to close.